Event description:
Affiliate reported that the proximal catheter broke. A shunt malfunction was also suspected. As a result, the device was revised.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
On (B)(6) 2011, the device was implanted thought via l-p shunt. Setting pressure was 200mmh2o. After the implantation, it was noted that the proximal catheter was broken. Also, shunt malfunction was suspected. On (B)(6) 2012, the device was replaced by (B)(4) via l-p shunt. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the proximal catheter has a jagged edge. Although it is not possible to determine the exact root cause for the breakage, it might be possible that the device came in contact with the edge of a sharp instrument. This however could not be confirmed. During further investigation it was also observed that an occlusion was found at the inlet ruby ball. However when irrigated again the flow was normal. It was also noted that the device failed the programming test. Biological debris was seen throughout the device, which appears to have been the root cause of the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.